Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# (B)(4) serial#, implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 29-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient requested assistance to adjust their frequency because their stimulator was helping their symptoms and was working yesterday but now they are leaking urine, but not as much as before implant. During call, assistance given to patient to use their control equipment to increase from 0.2 to 0.3 on program 3. Patient confirmed comfortable stim and would try it there. Patient will monitor their symptom results. Encouraged patient to continue working with their program settings and healthcare professional (hcp) to optimize their therapy. On 2(B)(6) 2021, patient further reported a lead wire sticking out of their skin, literally coming out of the skin. Patient inquired if this meant the device wasn't working. It was reviewed with patient that this will require medical attention so patient was redirected back to their hcp. On (B)(6) 2021 patient called back asking to be walked through on how to increase stimulation. Patient increased stim to 0.4. Reviewed recommendation for stimulation increasing and encouraged patient to document their symptoms. Patient stated their leaking has continued and stated they realized it started yesterday. Patient again reported concern about a "string" or "wire" sticking out of their incision. Redirected patient back to their hcp to address this issue. Patient stated they have called their hcp three times already. On (B)(6) 2021 patient called back for assistance increasing stimulation due to therapy issue reported in this case. Reviewed general use of handset and communicator. Patient increased stimulation from 0.4v to 0.7v and confirmed feeling stimulation. Patient will monitor symptoms now that change was made and will follow up with hcp if not seeing an improvement. Then on (B)(6) 2021 patient called back stating that they were still leaking after increasing amplitude to 0.7 and asked how high amplitude goes. Reviewed amplitude range and recommended patient only keep amplitude at a level that is comfortable and no higher than that. Patient asked what they should do if this does not resolve their leaking. Reviewed theory and use of programs and recommended patient discuss program use as well as their concerns with hcp.

Manufacturer narrative:
H6: ime code e2401 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.